Event description:
It was reported that during an unk procedure, the blade tips broke off. No further information provided.

Manufacturer narrative:
Information anticipated, but unavailable at this time.